Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The 6935 device is part of the advisory for this model. Analysis of the returned lead is in process; the results will be forwarded when available.

Event description:
It was reported the patient was admitted to hospital for shocks on the device that appeared to be inappropriate that were initiated by oversensing on the rv lead possibly the result of lead fracture. It was further reported that both rv leads were fractured. The rv leads were extracted. A new rv lead was implanted. No patient complications have been reported as a result of this event.